Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the video connector was damaged. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image could not be displayed due to the damage of the video connector. The damage of the video connector might be occurred since the external force was applied to the connector part, or it had been used for a long time and wore out.

Manufacturer narrative:
Local service department of olympus checked the subject device and found that the phenomenon occurred due to failure of circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that no image was displayed. There was no report of patient injury associated with the event.